Event description:
The manufacturer received information alleging a ventilator was alarming for a "critical error". There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" alarm conditions related to the internal battery were observed. The device's internal battery needs to be replaced to address the issues. No repairs were performed. The device was scrapped.